Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00182. Concomitant medical products: oxf twin-peg cmntd fem sm PMA, catalog# - 161468, lot# - 953700; oxf anat brg lt sm size 3 PMA, catalog# - 159540, lot# - 611530. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.